Event description:
It was reported that the patient presented for a scheduled procedure. After the procedure, the right ventricular lead exhibited r-wave amplitude variation and low impedance. It was discovered that the lead dislodged. The lead was explanted and replaced. Further information was requested however, was not provided.

Manufacturer narrative:
Analysis was normal. No anomalies were found.